Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump gave an alarm and squirted insulin during the manual prime. Troubleshooting was performed. Found that the drive support cap was protruding. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with cracked case near display window corners and cracked reservoir tube. Noted during visual inspection.